Event description:
It was reported that the device had an electrical reset. It was noted that the patient was in the middle of a course of radiation treatments on the same side as the device. The reset was cleared and the device programmed back to previous settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. A critical ram parity error occurred in address (B)(6) on (B)(6) 2014. The power on reset (por) severity is low so the device should be able to fully recover after reset. Patient was exposed to radiation therapy. (B)(4).